Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to the caller in resetting the pump, and since the malfunction code did not recur, the customer was able to continue using the pump without further issues. The caller was advised to contact support again if the malfunction reappeared, which they understood.